Event description:
It was reported that stent damage occurred. The 90% stenosed, 3.8mm diffuse target lesion was located in the mid and distal end of the severely tortuous and severely calcified ostial right coronary artery. A 38 x 4.00 promus premier drug-eluting stent was advanced but failed to cross. After device withdrawal, it was noted that the stent was deformed and the stent struts were lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier ous mr 38 x 4.00mm stent delivery system was returned for analysis with the product mandrel inserted through distal tip. A visual examination of the stent found signs of stent damage. Stent struts in the distal region of the stent were bunched proximally. The undamaged stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found multiple kinks along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 3.8mm diffuse target lesion was located in the mid and distal end of the severely tortuous and severely calcified ostial right coronary artery. A 38 x 4.00 promus premier drug-eluting stent was advanced but failed to cross. After device withdrawal, it was noted that the stent was deformed and the stent struts were lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.